Event description:
Halyard health received a report from (B)(6) stating the introducer kit's dilatator broke and one part of the broken dilator fell into the patient's stomach. The health care providers used a snare to retrieve the broken dilator segment from the patient's stomach. No additional information was provided in regards to the patient's status. Additional information has been requested but not yet received.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).